Event description:
Customer reports performing back to back tests on the advantage system with results of 134mg/dl, 262mg/dl and 121mg/dl. Quality controls were expired. No adverse event was reported. A request was made for return of the suspect product and replacement was sent.